Event description:
It was reported that the tcm's main pump did not flow during cardiopulmonary bypass. The tcm was changed out and the case was completed successfully. No pt injury was reported.

Manufacturer narrative:
The field svc rep was unable to duplicate the reported complaint. No parts were replaced on the unit. This report is being submitted to the FDA as a result of a retrospective review of product complaints.